Event description:
Guidewire failed to retract during ultrasound guided IV insertion with the accucath. Device removed from patient resulting in patient with difficult IV access obtaining another insertion access for an IV.